Event description:
Seat of everest and jennings folding rehab shower commode chair broke after less than one month of use. Seat removed from service. Replacement part on back order until april. Dates of use: (B)(6) 2012. Reason for use: quadriplegia.